Manufacturer narrative:
Initial.

Event description:
It was reported that the user repeatedly received alert 64 indicating a haptic system error on the ilet during attempts to restart the pump and while making meal announcements, which interfered with meal announcements; the issue recurred immediately after each restart, and the user was using a g7 sensor. Symptoms included hyperglycemia, with a reported glucose of 230 at the time of the call and no other symptoms. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic problem affecting the haptic system, with the device component implicated being the vibrator, consistent with a tactile prompts or feedback malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.